Manufacturer narrative:
Isolator torn. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a colon procedure, error code by level 5 during hand activating and during use of the foot pedal. Took new handpiece to complete the case. No further info is available. There was no adverse pt consequence.